Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leadless pacemaker were unable to be interrogated during the implant procedure. Additionally, there were no markers on the electrocardiograms on both lps despite displaying good signals. The lps were reprogrammed to resolve the event, and the patient was in stable condition.